Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2024).

Event description:
It was reported that during a stent placement procedure, the radiopaque marker band allegedly broke. It was further reported that the ring type particle was left inside the body. The particle was taken out from the body. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the radiopaque marker band allegedly broke. It was further reported that the ring type particle was left inside the body. The particle was taken out from the body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system was returned for evaluation. The distal end of the delivery system, including the radiopaque marker band was found broken and missing. Based on evaluation of the delivery system, the reported break of the distal end of the delivery system is confirmed. However, a definite root cause could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' The instructions for use further states: 'the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use.', and 'the catheter tip is tapered to accommodate a 0.035 in. Guide wire.'. Based on the instructions for use, the safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. H10: d4 (expiry date: 01/2024) , g3 h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.